Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated diminished right ventricular sensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath and dizziness. The right ventricular (rv) lead exhibited small r waves since implant. The rv lead had high thresholds. The rv sense polarity was reprogrammed from bipolar to unipolar to resolve the high thresholds. However, possible oversensing and rv lead undersensing were later suspected. The rv lead exhibited short v-v intervals. Noise was noted with isometrics. The rv lead remains in use. No further patient complications have been reported as a result of this event.